Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a chronic type b dissection using conformable gore® tag® thoracic endoprostheses along with a right axillary artery (ax) to left axillary artery (ax) bypass. On (B)(6) 2017, the false lumen diameter was enlarged due to blood inflow from the reentry of the abdominal and bilateral common iliac arteries. The physician placed 2 ctags in the true lumen and used the candy plug technique to place an aortic extender and vascular plug in the false lumen. On (B)(6) 2023, no significant changes were observed via follow-up CT scan. On (B)(6) 2024, a follow-up CT scan revealed enlargement of the false lumen in the distal arch. A bird-beak was observed on the lesser curvature side of the proximal ctag (tgu373715j), possibly causing a proximal type I endoleak. Additionally, a type iii endoleak was suspected at the connection site of the two distal ctags (tgu313110j & tgu282810j) placed in 2017. A future reintervention was planned. On (B)(6) 2024, reintervention was performed. A new bypass between the initial ax-ax bypass and the left common carotid artery was created using a vascular graft. The first stentgraft was deployed in the connection site of the two distal ctags. The second stentgraft was deployed just below the brachiocephalic artery. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : endoleak, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.